Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Low bg cause was not known. The customer's client provided assistance and the customer consumed pizza, drank soda, and stopped insulin deliveries to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.